Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the pacemaker exhibited undersensing. No resolution was taken. The patient was stable throughout and will continue to be monitored.